Event description:
Report received claiming the caregiver was operating the device from the rear whilst using the co-pilot attendant control. When attempting to guide the device through a doorway, the device reportedly skipped to the side. This action reportedly caused the end-user right foot to catch the door frame where they sustained an injury requiring medical intervention.

Manufacturer narrative:
Report received claimed as the caregiver was driving the device from the rear via a co-pilot attendant control, when attempting to go through a doorway, the device reportedly "skipped" to the side which allowed the end-user's foot to catch the door frame. 3 days after the event the end-user noticed swelling in their lower right leg, and they sought medical intervention where they were diagnosed as sustaining a fracture to their right tibia. Permobil technicians evaluated the device and verified it was fully operational with no signs of a malfunction having occurred. It was noted that various components of the co-pilot were loose and slightly out of position, but it was surmised that those findings would not have affected the handling of the device. All the findings were corrected, and device was operationally tested satisfactory. It is permobil's conclusion that the event was inadvertent use error on the caregiver by inadvertently maneuvering the device to close to the door frame. The DHR was reviewed, and the device was found to have met specification prior to distribution.